Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and performed to specification up to (B)(6) 2012. The device failed a weekly auto self-test on (B)(6) 2012 due to a low battery. During test the pad-pak installed in (B)(6) 2011 did not appear to be a fresh pad-pak, therefore it would not have performed to the same level as a freshly installed unit and would explain the low battery warning. Investigation did not confirm a fault with the device or any component of the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunction because the device status indicators are flashing intermittently. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.